Event description:
It was reported that the basket on the pd separated during the third pass on a loop graft. The separted basket was removed using a snare. There were no pt complications.

Event description:
It was reported that the basket on the ptd separated during the third pass on a loop graft. The separated basket was removed using a snare. There were no pt complications.